Event description:
It was reported that there was oversensing of the minute ventilation signal on the right atrial (ra) channel causing inappropriately stored atrial tachy response (atr) events. The ra lead impedance measurements were jumping from 400 to 1300 ohms. Boston scientific technical services (ts) recommended bringing the patient in for evaluation. Ts further recommended turning off the rate response trend feature. The cardiac resynchronization therapy defibrillator (crt-d) and ra lead remain in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).